Manufacturer narrative:
After additional information and further review MFR# has been determined to be not reportable. Waste leakage and leakage of biohazard was contained within the instrument. Leakage of fluids are unlikely to lead to a serious injury or death due to the passive nature is not likely to lead contact of the user or other person. As a result MFR#: MFR#, is null and void.

Event description:
It was reported that while using bd facsvia flow cytometer there was leakage of biohazard. The following information was provided by the initial reporter: considering that the equipment was not operational, samples were relocated on october 5th, 6th, 7th and 8th to (B)(6) - hugg. On 10/01 it was not possible to carry out the relocation because the recipient laboratory could not receive samples at the time set by the logistics company.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsvia flow cytometer there was leakage of biohazard. The following information was provided by the initial reporter: considering that the equipment was not operational, samples were relocated on october 5th, 6th, 7th and 8th to hospital (B)(6) on 10/01 it was not possible to carry out the relocation because the recipient laboratory could not receive samples at the time set by the logistics company.